Event description:
Patient is having a problem where insulin is not coming out of 6/- pen needles per box of 100. Patient is priming.

Event description:
Patient is having a problem where insulin is not coming out of 6/- pen needles per box of 100. Patient is priming.